Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the screen remains white and will not auto-identify devices. It was also noted that the power cord was missing and the hinge plate screws were loose.

Event description:
It was reported the programmer screen remains white, and it will not continue to auto-identify. The cord is also missing, and the left, side button sticks when opening the top of the programmer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.